Manufacturer narrative:
The customer contact indicated that the device was discarded. The investigation is complete. Investigation found that the probable cause was an incorrect solvent application or the solvent dried before assembly. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact report a separation. The tubing set was to be used to deliver an unspecified medication. It was reported that after priming, after the option-lok male adapter of the tubing set was connected to the female adapter of the patient's unspecified vascular access device, it was noted the tubing separated from the arm of an unspecified y-site. No specific details were provided. The tubing set was replaced and the therapy was initiated. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No add'l info was provided.